Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03366. It was reported the patient experienced ineffective stimulation. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates two leads were implanted on 14 november 2022 to address the issue. Patient is receiving effective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.